Event description:
It was reported that during a lower anterior resection procedure, the device sealed the proximal end, but not the distal. The surgeon used suturing to finish the procedure. The procedure was extended by 180 mins. Pt's post-op care was not impacted.

Manufacturer narrative:
Info anticipated, but unavailable at this time.